Manufacturer narrative:
A ge rep evaluated the system and repaired the system's electrical plug. The system operates as intended.

Event description:
It was reported that the system intermittently shut down on its own. No pt injury or death was reported.